Event description:
It was reported that during a total hip replacement procedure while surgeon was cutting bone, the aseptic housing fractured into pieces and housing with battery inside fell out. The breakage of housing disturbed the surgeon and he accidentally fractured the patient's femur. Wires are implanted to treat patient's femur. The patient is not scheduled for further treatment. Nothing fell on the surgical site and the procedure was completed successfully.

Event description:
It was reported that during a total hip replacement procedure while surgeon was cutting bone, the aseptic housing fractured into pieces and housing with battery inside fell out. The breakage of housing disturbed the surgeon and he accidentally fractured the patient's femur. Wires are implanted to treat patient's femur. The patient is not scheduled for further treatment. Nothing fell on the surgical site and the procedure was completed successfully.

Manufacturer narrative:
The reported event, housing broke or fractured, was confirmed. The engineering tech observed that one device was in two pieces, as the top housing detached from the lower housing, while the other device was observed to have the top portion of the housing starting to fracture away from the lower plastic housing but not detached from the lower assembly. According to risk documentation and cases with a similar reported event, this battery housing failure would affect device functionality and could lead to reversible injuries requiring medical intervention. Potential causes for a cracked housing include excessive autoclave exposure, exposure to high ph cleaners, cleaning solvents, or impact. Device was placed in parts retention.

Manufacturer narrative:
The device has not been received at the manufacturer for testing.  An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.